Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the catheter used for the implant procedure could not cannulate the coronary sinus (cs) due to the patient's anatomy. It was also reported that several days after implant the patient stated that they were experiencing pain at their implant site and their stomach felt like it was filling up with fluid with fluttering below the site. The patient's symptoms were believed to be diaphragmatic stimulation. The device was reprogrammed so that the left ventricular (lv) lead outputs were decreased. The lead remains in use. No patient complications have been reported as a result of this event.